Event description:
Additional information received reported that the patient and health care professional had no complaints other than needing an MRI. It was noted the patient loved his system.

Manufacturer narrative:
(B)(4): neurostimulator reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The neurostimulator remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the neurostimulator. The event was reviewed for existing investigations and it met the inclusion criteria for CAPA monitor (B)(4) overdischarged batteries c/pas (B)(4) because the patient reported that they had not recharged in about three months and could not communicate with the neurostimulator using the patient programmer or recharger. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. Event was associated to a formal investigation. The investigation of the neurostimulator is inconclusive because the patient reported that they felt the battery going weak two or three days ago, it is unclear what the is meant by this. Pli 30- patient programmer reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The patient programmer was not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the patient programmer. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the patient programmer is inconclusive because the patient reported seeing corrosion in the patient programmer and that after cleaning it out the patient programmer was able to work. Concomitant medical products: product ID: 3550-39, product type: accessory. Product ID: 3777, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The initial MDR was filed as MFR report # 3007566237-2013-04093. Additional review indicated the correct manufacturing site was (B)(4).

Event description:
No new reportable information.

Manufacturer narrative:
Analysis of the stimulator (sn (B)(4)) found no significant anomaly. It was found that the battery capacity was reduced due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the implantable neurostimulator (ins) after physician mode recharge (pmr) recovery, the total recharge count is 43. The last recorded recharge session done while the device was implanted (B)(6) 2013. This charging session lasted 3 hours and 33 minutes and the battery was charged from 3.770v to 4.065v. A normal recharge started automatically after a pmr at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 4 hours and 33 minutes from 2.755v to 3.900v. Charging was interrupted to obtain the initial review and trace report. Charging resumed for 2 hours and 32 minutes bringing the battery voltage to 4.06 5v. Analysis of the leads (sns unknown) found no significant anomaly. It was found that the lead body had been cut through. Analysis of one of the anchors (sn unknown) found no anomaly. Analysis of the other anchor (sn unknown) found no significant anomaly. It was found that the titan anchor body had been separated.

Event description:
It was reported that a patient was unable to recharge their battery. It was stated that there was a communication problem. It was reported that the patient tried to recharge on the day of the report and he was only seeing the "reposition antenna" screen. It was reported that the patient tried to move the antenna around to get a good connection but it still was not working. It was reported that the patient would charge every 3-4 months and the last time the patient charged was "three months ago". It was noted that the patient does not need to charge very often because his stimulation was only at "1.7 amps". It was reported that the patient "felt the battery going weak about 2-3 days ago". It was stated that the patient was unable to adjust stimulation with the programmer. It was noted that the patient saw "some corrosion" on the battery compartment of the programmer. It was reported that the patient cleaned this out and he was able to get the programmer to work. The patient was seeing the "poor communication" screen on the programmer. Compatibility guidelines were requested for MRI use. It was reported that patient with peripheral leads had needed an MRI. MRI was to be over area where the leads were (thoracic area). It was reported that patients battery was dead, and it would be removed. Additional information reported that patients physician was dr. (B)(6). At time of report, no surgery had yet been scheduled. Additional information reported that the patient¿s entire system had been explanted.

Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).